Event description:
The customer was going up an incline in his garage at a high rate of speed with the electric seatlift on the scooter in the raised position. The witness stated he got about half way up the ramp and the unit tipped over backwards and he suffered a head injury requiring eight stitches. The customer was having some dizzy spells after the incident but he says they have subsided. He is not having any problem now.